Event description:
Caller reported a malfunction on the pump, identified as malf 12, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions over the phone on how to reset the pump, but the caller did not have access to a power source at the time. The caller planned to attempt the reset independently and was advised to reach out if further assistance was needed.